Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient's cgm reading was low, and the patient self-treated with eating sweets. The patient stated that the cgm readings did not match the symptoms, but no specific symptoms were reported. The patient went to the hospital accompanied by her daughter and when a fingerstick was taken the cgm was reading low, and the blood glucose reading was 800 mg/dl. The patient received intravenous treatment with insulin. The patient was discharged after spending 4 days at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the symptoms did not match the cgm readings after treatment. The reported glucose values fall within the d zone of the parkes error grid at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.